Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed the lead met all specifications prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
On (B)(4) 2013 it was reported that the patient is being referred for a full revision surgery due to high impedance seen on a system diagnostics test. The generator was going to be replaced prophylactically. It was noted that the high impedance was first observed on (B)(6) 2012 and that the device was therefore disabled that day. X-rays were not taken and no patient manipulation or trauma is believed to have caused or contributed to the high impedance. The patient underwent the full revision surgery on (B)(6) 2013. It was reported that the explanted generator and lead would not be returned to the manufacturer for product analysis. The manufacturing records for the lead were reviewed and device met all specifications prior to distribution.